Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal contact wire was intact. The coil delivery wire was severely kinked/bent. The main coil broken and the remaining coil was not returned. Functional inspection and testing was not required as the reported defect was confirmed during analysis. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported can be confirmed based on the analysis. The delivery wire was seen to be kinked bent and the coil had broken as per event description. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The analysed main coil prematurely broken will be assigned procedural factors this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analysed coil delivery wire kinked and bent will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure a probable cause of handling damage was assigned.

Event description:
It was reported that during the procedure the coil (subject device) prematurely detached inside the catheter. The coil was removed and the procedure completed successfully. There was no clinical consequences to the patient.

Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that during the procedure the coil (subject device) prematurely detached inside the catheter. The coil was removed and the procedure completed successfully. There was no clinical consequences to the patient.